Manufacturer narrative:
Reference medwatch MFR # 2916596-2017-01323 for the previous report of driveline issues. Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been discharged home with a non-grounded cable since (B)(6) 2017. On (B)(6) 2018 and (B)(6) 2018, the lvad produced red heart alarms on the system controller. The patient came to the hospital and log files were retrieved. The log files showed pump stoppages while the pump was connected to the non-grounded patient cable and to the 14v batteries. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised driveline was also confirmed based on the evaluation of returned heartmate ii lvas. Continuity and hipot testing were performed on the driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the orange, brown, black, green, and yellow wires. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange, brown, black, green, and yellow wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.